Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was returned and evaluated. The reported event of low transmitter battery could not be confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. A review of the shared data log was not confirmed the reported event of low transmitter battery alert. The root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.